Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported bunch of red lines showing up and the picture was completely broken during inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.